Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through medical records; that this patient presented with aortic stenosis pulmonary edema and underwent redo aortic valve replacement with a 21mm 11500a valve, aortic root enlargement in a manouguian style fashion with a dacron baffle, and CABG x1. Intraoperatively, the aortic root tissues were friable. Upon valve explant, it was unable to fit a 21 mm sizer in the orifice of the outflow tract. An aortic root enlargement was performed. A 21mm 11500a valve was seated and secured with sutures. The patient was easily weaned from cpb and decannulated, however, there was a trickling of blood coming out from the aortic root area underneath the aortic prosthetic ring. It was difficult stop the bleeding; therefore, the patient was re-cannulated and placed back on cpb. The bleeding was eventually completely stopped after placing several pledgeted sutures in the dome of the left diaphragm, also touching off the annulus of the bioprosthetic valve. The chest was closed after placing an iabp was placed due to contractility issues in the right heart.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Through further investigation, it was determined that the root cause of this event was most likely occurred due to procedural factors.

Event description:
It was learned through medical records that this patient presented with aortic stenosis of a previously implanted 23mm 3300tfx valve and pulmonary edema and underwent redo aortic valve replacement with a 21mm 11500a valve, aortic root enlargement in a manouguian style fashion with a dacron baffle, and CABG x1. Intraoperatively, the aortic root tissues were friable. Upon explant of the initially implanted valve, it was unable to fit a 21 mm sizer in the orifice of the outflow tract. An aortic root enlargement was performed. A 21mm 11500a valve was seated and secured with sutures. The patient was easily weaned from cpb and decannulated, however, there was a trickling of blood coming out from the aortic root area underneath the aortic prosthetic ring. It was difficult stop the bleeding; therefore, the patient was re-cannulated and placed back on cpb. The bleeding was eventually completely stopped after placing several pledgeted sutures in the dome of the left diaphragm, also touching off the annulus of the bioprosthetic valve. The chest was closed after placing an iabp was placed due to contractility issues in the right heart.